Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 27mm trifecta valve was implanted during an aortic valve replacement. Seven years later, the valve was explanted due to a leaflet tear at the strut of the valve. The replacement device is unknown. The patient status is unknown.

Event description:
N/a.

Manufacturer narrative:
Explanted due to a leaflet tear at the strut of the valve was reported. The investigation found fibrous thickening on all leaflets and tears in leaflets 1 and 3. There were degenerative changes on leaflets 1 and 3. And fibrous pannus ingrowth on the inflow surfaces of leaflets 2 and 3. No inflammation or significant calcifications were present. The cause of the tears could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. Also, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.